Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display issue. It was noted that there was an issue with the display pixels. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the display screen was dim and discolored. Unrelated to the display screen, the battery compartment was cracked below the bumper pad. The up and down buttons on the keypad were intermittently unresponsive. Contamination was found on all of the button contacts.